Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with blood glucose of 1888mg/dl. She stated that she has had an insulin pump for several months, but has been unable to connect to it because she was missing-at different times-the reservoir or the sensor. No equipment was returned. No additional information was reported.